Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips sometimes came out at one time, and scissoring sometimes occurred from the 2nd firing. The 1st firing was completed without any difficulties. An unexpected noise was heard while firing. When a clip fell into the patient, it was retrieved with a forceps via a trocar each time. The device was used on the cystic artery. In the end, the device was used to complete the case. There were no adverse consequences to the patient. As the indicator showed up, a nurse fired the device out of the patient. At the time, a breaking noise was heard and the jaws became in closing. When the jaws were opened by pulling the trigger from the handle, it was found that a proximal part of the jaws was missing. The missing part was not found on a mayo table, in the operating room or on the patient¿s body surface. It was unknown when the jaws broke.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the jaw broken. This condition would not allow the jaws to collapse in order to form the clips. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. However, the orange indicator did not show up. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. ,additional information: was the jaw of the device found? ---no. One side of the cam, which is proximal part of the jaws, was broken and missing. However, while using the device for the patient, there was no abnormality in appearance of the device.